Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked. Customer's blood glucose level was not impacted. The customer was unsure how the touchscreen became cracked. Reportedly, the pump is still functional. It was indicated that the customer will continue to use the pump until the replacement arrives.